Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 271 mg/dl. Customer declined to provide additional information regarding the reported issue.